Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Clinical sales representative reported that the surgeon experienced insufficient energy from the vessel sealer extend, resulting in poor vessel seals. The issue has occurred previously on this system but not on others. Trying a different vessel sealer extend did not resolve the problem. System logs show an e-100 fault, possibly indicating an energy-related issue. Fse confirmed the issue and replaced the e-100. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 was analyzed and found no issue in visual inspection. The e-100 was tested on a golden printed circuit assembly system, operated normally, and completed test firing without errors. After 10 manual power cycles, the e-100 remained fully functional. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by rpms quality engineer. Investigation revealed the following possible related system errors: 25913 - e-100 error: recoverable error: instrument high initial starting impedance. A review of system log report was performed. Per the review, the following was confirmed: system serial#: (B)(6), event date: 20-aug-2025, console surgeon and procedure name/category. DHR review for the device(s) involved with the reported event has been completed. No non-conformance's were identified to be related to this complaint. The probable cause of error 25913 is attributed to a faulty e-100 generator. This error indicates instrument high initial starting impedance. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) called to report that the surgeon states that the vessel sealer extend energy has not been sufficient to get a good seal that does not bleed. The same surgeon has experienced this issue on this system previously and states that the issue does not occur on other systems. Surgeon tried another vse and the issue persisted. System logs show an e-100 fault that may indicate an energy problem. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. They were on site during the incident and after some lengthy troubleshooting, they could not find anything specifically wrong with the vessel sealer extend (vse) and deemed that the issue might have been due to the e-100 generator. They have since delivered and installed a new generator. There have not been any issues since the new generator was installed.